Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient developed renal failure and had a catheter placed in their subclavian vein. During that procedure, this right atrial (ra) lead was damaged. The damage resulted in out of range pace impedances of greater than 2000 ohms. In addition, noise, high pacing thresholds, and loss of capture were observed. The ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.